Event description:
It was reported this was a triclip procedure performed to treat tricuspid regurgitation (tr), with a tr grade of 5. The triclip delivery system (tcds) was placed on the anterior and septal leaflets with good leaflet insertion. However, during the second test to establish final arm angle (efaa), the triclip opened approximately 30-40 degrees. The leaflets remained inside the triclip. Efaa was tested two more times and efaa passed. The triclip was deployed. The triclip remained secure on the leaflets. Tr remained at 5, therefore two additional triclips were implanted, reducing tr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The results of the return device analysis did not confirm the reported unintended movement issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).